Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased longevity noted and premature battery depletion was alleged on the device. No intervention was perfomed and the patient was stable and will continue to be monitored.